Event description:
The patient reported that her infusion device is continuing to display an 07 (system alarm) while in the run mode. She inserted new batteries but could not clear the alarm. The patient switched to injection therapy until her replacement device is received. She reported that her blood glucose is 200 mg/dl and her normal range is 80-120 mg/dl. She reported feeling extremely tired and confused. She stated that she has a difficult time managing her blood glucose while using injection therapy. The product has been requested to be returned for evaluation.